Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was an absence of a low reservoir alarm. Customer stated the insulin pump did not alarm when it was calculated to have 0 units of insulin remaining. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.